Manufacturer narrative:
Surgical intervention took place wherein intra op diagnostics revealed normal impedance on the lead. As such, the extension was explanted and replaced with a new extension addressing the issue. Nothing was done on the lead. Hence, the lead (related manufacturer reference number:1627487-2020-30587) no longer meets the reportability criteria.

Event description:
Related manufacturer reference number: 1627487-2020-31944. Additional information received indicates that surgical intervention took place on (B)(6) 2020 wherein intra op diagnostics revealed normal impedance on the lead. As such, the extension was explanted and replaced with a new extension addressing the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy due to high impedance. As such, surgical intervention may take place at a later date to address the issue. The device was implanted 10 years ago, unable to obtain additional device information.